Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used enlite sensor was inspected and the needle hub was found separated from the sensor.

Event description:
It was reported by the customer that their sensor needle had fallen off while attempting to place the device in the inserter. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 103 mg/dl at time of reporting. Nothing further reported.